Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel of the left arm. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres , the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.